Event description:
Initial report: this non-serious case from (B) (6) was received from a nurse on 09-feb-2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local (B) (4). This case involves a female pt (age nos) who received two treatments of poly-l-lactic acid, the first in (B) (6) 2009 with batch a8024, and the second in (B) (6) 2009 with batch a8025. In each treatment she received 7 ml. She received the treatments to her cheekbones, wings of the nose, and the lower part of her face. On an unspecified date, the pt developed lumps which were described as subcutaneous "small peas" which were visible and hard. The lumps are located at the treated areas, but are most pronounced at the cheekbones. The pt has tried massaging the lumps without success. Relevant medical history and concommitant medication info were not mentioned. Action taken: not applicable. Outcome - not recovered/ not resolved. Two ptcs (pharmaceutical technical complaints) were initiated: batch a8025-local ptc # (B) (4)/global ptc # (B) (4). Batch a8024-local ptc # (B) (4)/global ptc # (B) (4).